Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture.

Event description:
During intubation, laceration of the patient's posterior mucosal pharynx from the metal coiling of device resulted in bleeding. The patient was reintubated. The device will not be returned as it was discarded by customer.